Event description:
It was reported after unpacking on (B)(6) 2026 and topical skin adhesive was used. It was found that there were stains on the back paper of the mesh, and the doctor was afraid to use it. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: lot-dermabond prineo 22cm msh adhesive: ethicon ## affected side: n/a ## quantity affected: 1 ## quantity returnable: 1 ## reason for product unavailability: available list of other j&j products (non-customer complaint products) used in the case surgery. ## *** has there been a patient or user injury report? ## no *** are there any noticeable delays? ## no *** if available, provide the product order number (po). ## *** ¿ please provide the lot number. 108hxa additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ are there any photos of the device available? ¿ is it possible that the device damage upon opening of device? ¿ was the seals on the foil still intact when the package was opened? ¿ was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.